Event description:
It was initially reported that the physician's handheld was not holding a change. No additional information was provided. Good faith attempts for more information and product return have been unsuccessful to date.